Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had exhibited nose over a year. It was suspected that the lead may have sustained damage at the suture-tie area. The lead was explanted and replaced. No patient symptoms or additional information was reported.